Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is 834 and all counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that the lead showed oversensing and an elevated short interval count (sic). There was a possible fracture. There were also noted "strange artifacts" on the egms. Additional information received indicated that the lead was capped and replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported that the lead showed oversensing and an elevated short interval count (sic). There was a possible fracture. There were also noted "strange artifacts" on the egms. The lead is scheduled to be replaced. No patient complications were reported as a result of this event.